Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The seal plugs were intact and the set screws moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements that were reported clinically.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Several alerts were recorded in the remote monitoring system over the past year. A revision procedure was performed where the rv lead was surgically abandoned and a new ICD and lead were implanted. The explanted device was expected to be returned for analysis. No additional adverse patient effects were reported.